Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, a crease fold and an opening on radius. A visual and microscopic analysis was performed which identified a sharp crease opening, wear/abrasion and stress marks. Based on the device analysis the final assessment is: a pattern of sharp creases on radius side of the opening in the shell assessed as fold flaw opening. Additional, changed, and/or corrected data: b.6, d.6b, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.